Manufacturer narrative:
The investigation for the pump stop has been completed. Product was not returned. Data logs were investigated and a pump stop along with alarm 119 was confirmed to have occurred. Alarm 119 triggered 8 more times after the initial one. This is indicative of an electrical failure. There was no motor current spike or purge trends leading up to the event. The pump was unable to restart. Based on the clinical information provided, there was no report of patient movement or excessive force that could have caused the electrical open. The root cause of the pump stop was determined to most likely be an electrical open. Corrections to the initial MFR report: d4-corrected model number. H5-corrected to yes.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 45-year-old male was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp stopped and was unable to restart. The cp was removed. The patient is stable.